Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a tar with invision. Sometime post-op it was discovered that the patient needs to undergo a revision surgery.

Manufacturer narrative:
Correction: d1.

Event description:
Allegedly, the patient underwent a tar with invision. Sometime post-op it was discovered that the patient needs to undergo a revision surgery.